Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a red call doctor flashing light. Technical services (ts) reviewed and provided assistance. Ts referred the patient to the following clinic to further evaluate. This device remains in service. No adverse patient effects were reported.